Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose ran high. She stated that she had bent cannulas. The blood glucose reading was 480 mg/dl. The customer treated with manual injection. The customer was advised on insertion techniques to avoid bent cannulas and she declined to troubleshoot for high blood glucose. The insulin pump was not returned or replaced.